Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (biphasic pulse out of specification) has been confirmed. As received, the monitor displayed code 102 - charge profile fault. Upon evaluation, the c19 had cracked solder connections on the monitor defibrillator board. The cause of the test failure was the detached c19 component. The root cause of the cracked solder connection cannot be positively identified but is likely severe mechanical shock from physical impact. In addition, resistor r30 of the monitor ca board had a cracked end-cap. The root cause of the cracked end-cap cannot be positively identified. No adverse event resulted form the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that it delivered a biphasic pulse out of specification.